Event description:
On (B)(6) 2012, the patient reporter that the buttons did not respond to presses after she swam in a salt water pool with her pump. She stated that all buttons were unresponsive, the buttons clicked and sprang back, there were no tears to the rubber keypad, and the audio bolus button was intact. This complaint is being reported because the unresponsive keypad button issue could not be resolved through trouble shooting.

Manufacturer narrative:
(B)(4): testing could not investigate confirm unresponsive keypad complaint, due the condition in which the pump was returned. The pump did not boot up and downloads were not available. There was not visible damage to the keypad, which was removed for inspection: there was no evidence of contamination, corrosion, or evidence of moisture ingress. Moisture was noted under the display lens. The pump was opened and moisture ingress/corrosion was observed on internal components. The pump failed a leak test with a display lens leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.